Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptoms and meter issue. Test strips were not returned for evaluation. Meter was returned and evaluated. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down note 1: manufacturer contacted customer in a follow-up call on 01-oct-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still feeling weak; wife states she is in communication with customer's doctor. Wife did not provide any further information. Note 2: manufacturer contacted customer in a follow-up call on 04-oct-2021 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated he currently did not have any diabetic symptoms; no further medical attention was reported. Customer stated the replacement products resolved initial concern.

Event description:
Consumer reported complaint for dead meter. Wife is calling on behalf of the customer. The battery had been changed in the meter six days prior to call. The customer is using the correct battery in the correct orientation for the meter. Customer did not have any more test strips and was unable to provide the test strip lot information. During the call, the meter powered on using the power button. At the time of the call, the customer reported feeling weak; medical attention was not needed at the time. Customer has true metrix pro meter (multiple patient use); replacement true metrix product was sent to customer.